Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-12983. It was reported that the patient was experiencing ineffective stimulation due to low impedances on one drg lead. In turn, the patient underwent surgical intervention wherein the lead was explanted. Note: since it is not known which lead had low impedances, both devices are being reported on.